Event description:
It was reported that the patient had his pump removed due to an infection. The patient's status was undetermined at the time of the report. The medication administered via the pump was morphine 5 mg/ml concentration; the daily dose was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported the pump contained lioresal. The infection was diagnosed (B)(6) 2011. It was noted the pump was refilled (B)(6) 2011. The signs and symptoms of the infection included: redness, drainage, and incisional wound opening at the location of the device pocket. A culture of the device pocket was obtained and revealed (B)(6). The patient was treated with oral antibiotics. The pump was explanted (B)(6) 2011. The patient outcome was reported as ongoing.

Manufacturer narrative:
Catheter model unknown_cath, lot# unk implanted unk, explanted unk.